Event description:
The nurse reported via phone call that the customer was hospitalized for diabetic ketoacidosis on (B)(6) 2015. The customer's blood glucose was 391 mg/dl at the time of admission. The caller reported the customer was lethargic from their blood glucose. Customer was treated with an IV drip and fluids for their blood glucose. The caller declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.